Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (ml)? Did the patient require a transfusion? How was the procedure completed? Was the post-operative care for the patient changed as a result of the event or prolonged procedure time? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: additional information received per sales rep.: how much blood was lost (ml)? We don¿t know exactly. Did the patient require a transfusion? No. How was the procedure completed? Endogia covidien. Was the post-operative care for the patient changed as a result of the event or prolonged procedure time? No. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, just for closing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, at the fourth firing the device has cut but it has not sutured a part of the stomach tissue causing bleeding. At the sixth firing the progression of the blade has caused the laceration of the tissue: this has caused a diffuse bleeding along the cut line. The procedure was prolonged for about thirty-forty-five minutes. Unknown how case was completed.